Event description:
Reporter alleged the blood glucose monitoring device generated a test result with a strip prior to it being dosed with blood or control solution. It was stated customer obtained an e5 and then 12n on the display screen prior to inserting a new test strip and the meter read "lo" before it was dosed with blood. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.